Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat stress urinary incontinence and menorrhagia with concurrent transvaginal hysterectomy. Post implantation the patient experienced pain, recurrence, bleeding, dyspareunia and urinary problems (B)(4) - urinary problems; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).